Manufacturer narrative:
Title permacoltm collagen paste injection in anal fistula treatment: a retrospective study with one-year follow-up source adv ther (1232-1238), 2018, article number: 35, date of publication: 2-july-2018. (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the study of the reporter, out of 31 patients with anal fistula who underwent collagen paste injection, 7 patients had developed fistula recurrence post operatively. The patients were re-operated on to resolve the issue. Abscess drainage was done in one patient. In five patients ligation of inter sphincteric fistula tract was performed, and one patient underwent fistulotomy.